Event description:
It was reported the disposable was delivering medication too quickly. No patient injury reported.

Manufacturer narrative:
No further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.